Event description:
It was reported to philips that there was a memory problem with the host pc. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use and there was no impact on the procedure. The customer informed the philips remote service engineer (rse) that the system software was running slowly, and that restarting did not resolve the issue at the time of the incident. Additionally, the live monitor and acquisition monitor in the control room did not sync in real time. The customer performed the evaluation and confirmed that the problem did not recur, hence no additional investigation was required from philips and no further information was provided. The codes were updated based on the investigation outcome.